Manufacturer narrative:
(B)(4). Date sent: 8/9/2022. Batch #: unknown. Additional information was requested and the following was obtained: age at the time of surgery: 61-100 years. What was the exact surgical procedure? Open cystectomy. Where was the device used in the original procedure? Lower abdomen, urinary tract. The following information was requested, but unavailable: what was used for the wound closure? How was the wound dehiscence and healing disorder addressed? What surgical procedure was done? Was a blood culture done? If so, what were the results? In investigator opinion, was there any device malfunction, deficiency, or issue that caused or contributed to the wound dehiscence and healing disorder? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cystectomy clinical trial eng_2020_03 the patient experienced wound dehiscence and healing disorder. The relationship with the device is "possibly related" and the relationship to the primary study procedure is "related." The event required a surgical procedure. The patient has recovered.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Additional information was requested and the following was obtained: adverse event term: wound dehiscence and healing disorder relationship to study device: value "possibly related" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4), date sent: 9/12/2022. Additional information was requested and the following was obtained: what was the exact surgical procedure? = open cystectomy. Where was the device used in the original procedure? = lower abdomen, urinary tract. What was used for the wound closure? = closure of the fascia with single stitches. Skin closure with staple stitches. How was the wound dehiscence and healing disorder addressed? What surgical procedure was done? = fascia closure and duplication of the suture after a lavage. Was a blood culture done? If so, what were the results? -because of no signs of a possible infection no blood culture/wound swab has been done in investigator opinion, was there any device malfunction, deficiency, or issue that caused or contributed to the wound dehiscence and healing disorder? = no.